Manufacturer narrative:
(B)(4). Date sent: 9/23/2015. Information was not provided by the contact. Batch # (B)(4). Result: the analysis found that one ec60a device was returned in good visual condition and with no cartridge reload present. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic appendectomy, the device became stuck on the vessel. The surgeon was not able to fire the device. The reload code is unknown. The device was able to be removed after several attempts. It is unknown how the case was completed. There was no patient consequence reported.